Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh), bard soft mesh and bard/davol ventralight st on (B)(6) 2008 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh) and ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.